Manufacturer narrative:
Based on the manufacturing lot number provided, product is in excess of 34 years old. While the polyurethane device is very durable, some degradation of product integrity is expected over a 34 year period. A 5 year exp date was placed on these products in the early nineties. A supplemental report will be filed upon completion of the sample eval. Baseline report previously provided.

Event description:
It was reported that the ureteral catheter broke into multiple pieces during a diagnostic ureteroscopy. The pieces of the catheter that are in the ureter have not been removed, and will be removed in approx 6 weeks via ureteroscopy. The catheter was being used during an open prostatectomy procedure, so that the doctor could visualize the ureter during the procedure. No stones were noted in the pt. The doctor stated that the catheter broke in the distal ureter and probably broke in another location in the ureter. No impact to the pt was reported.